Manufacturer narrative:
(B)(4).

Event description:
A patient reported periodic bradycardia approximately 3 weeks after implant surgery. The arrhythmia reportedly was not present prior to vns implant; however, vns had not been turned on at the time the arrhythmia was first identified. The patient was evaluated by a cardiologist, who determined that the events were not related to vns, but to her neurological medications since the vns had not been enabled. The patient was given a cardiac work-up, which came back negative. The neurologist noted that the patient's heart rate was in the high 30s and she was also experiencing hypotension (blood pressure 70/30) and syncope. The patient had been hospitalized for these issues, which the physician reported began prior to stimulation being enabled. The neurologist reported that the vns was programmed to low settings to evaluate the patient's response to stimulation and mitigate the frequency of the bradycardia episodes in the event that they occurred with stimulation. The patient's heart rate reportedly increased by 8-10 beats per minute during stimulation. Impedance was within the normal limits. A company representative reported that the patient had a preexisting pulmonary embolus, which required clearance prior to vns implantation. The surgeon later evaluated the patient and reported that the bradycardia did not appear to occur with stimulation. The surgeon reported that he implanted the vns electrodes below the cardiac branches of the vagus nerve. The generator had been turned off several weeks after the initial occurrence of bradycardia, and the surgeon did not believe that the bradycardia was related to vns as the bradycardia did not stop after stimulation had been disabled. Over a decade after the initial report of bradycardia, the patient reported to the manufacturer that her vns caused her to go to the ER constantly with severe chest pain and arrhythmias. The patient reported that her blood pressure and heart rate would plummet, nearly requiring the use of a pacemaker. The patient reported using a magnet to relieve some of the pain, but much of it persisted. She also reported experiencing an increase in seizures. The patient was in intensive care often due to the reported events. The patient eventually underwent vns lead and generator explant surgery. The patient reported that the arrhythmias resolved after explant, but a bundle block remained. The patient reportedly still experienced problems trouble regulating her heart rate and blood pressure. The manufacturer's database of programming history was reviewed for the patient's generator. Diagnostics performed on the date of implant confirmed proper device function. A significant portion of the programming history was unavailable for review; however, stimulation was observed to be enabled at a clinic visit 10 months after implant. The vns was then programmed off. No additional relevant information has been received to date.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request as version #1 to match the initial MDR MFR report #.

Event description:
Additional information was reported by the patient stating that they received a flu shot a few weeks ago where their neck swelled and became painful. The patient was admitted to the ER with left sided numbness in the lip, face, arm, and leg. The patient also reported not being able to breath. A stroke protocol was performed which came back negative. It was stated that the ER doctor believed these events were related to the vns coil on the vagus nerve. The patient has been looking for a surgeon to remove the electrodes from the nerve. In the last year, the patient stated they were in a "ton of pain" the patient has been looking for a surgeon to remove the electrodes, but no surgical intervention has occurred to date. No other relevant information has been received to date.